Event description:
(B)(4). Bloat with weight gain , hair loss, chronic fatigue, memory fog, clotting during menstruation. Device was covered by insurance as it was birth control.

Event description:
(B)(4). Lavh performed on (B)(6) 2015. No pain and I can already feel a difference from fatigue.